Event description:
It was reported that the user experienced hypoglycemia while using the ilet, describing nocturnal lows and a daytime low that she attributed to excess insulin delivery; the lowest blood glucose was believed to be in the 50s, the low lasted about 20 minutes, the device alerted to the low, and the event was corrected with oral carbohydrates. Symptoms included feeling feverish. Outcomes included no need for outside assistance and no medical intervention. Investigation included complaint handling, user interview, and troubleshooting with education offered. Investigation of this case revealed cause unclear for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.